Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The customer took a bolus using a novolog insulin pen. A system check performed with tandem technical support noted air bubbles in the patient line. The customer was guided through the process of removing air from the cartridge.